Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the diluent leaked out of the rubber stopper as the diluent needle was inserted in the vial. The following information was provided by the initial reporter: patient said "diluent leaked out of the rubber stopper as the diluent needle was inserted in the vial and added for reconstitution."

Event description:
Material no. Unknown. Batch no. Unknown . It was reported that during use of the unspecified bd¿ syringe the diluent leaked out of the rubber stopper as the diluent needle was inserted in the vial. The following information was provided by the initial reporter: patient said "diluent leaked out of the rubber stopper as the diluent needle was inserted in the vial and added for reconstitution."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10